Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain confirmation of a troubleshooting completion and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint on the v60 ventilator indicating that the o2 (oxygen) inlet pressure read 0 when connected with o2. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. The remote service engineer (rse) was performing remote troubleshooting steps when the o2 inlet pressure issue was observed. The customer verified that the o2 supply to the ventilator was good and working. The customer informed the rse that they will retrace the installation steps for the flow sensor assembly as their first troubleshooting step. This investigation is ongoing.